Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue as the navigation system and imaging system communicated without any issue and confirmed that network ports on both system were working and secure. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure the navigation system and imaging system were not communicating. Rebooting the navigation system and mobile view station (mvs), image acquisition system (ias) of the imaging system did not resolve the issue. Representative reported that the imaging system was communicating with navigation system system but when the imaging system was brought into a different operating room (or), the system would not communicate with the navigation system in the room. Representative confirmed that the navigation system in the room was selected in the imaging system. Site brought another navigation system and completed the procedure. The procedure was completed with the use of navigation. There was a delay of approximately 20 minutes. It was reported that an incision has been made prior to the issue. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. It was reported that when testing, the navigation system could establish communication with the imaging system. The software functioned as designed.